Manufacturer narrative:
(B) (4): following the event, the facility biomed evaluated the device and observed proper operation of the lifepak 20 defibrillator through functional and performance testing. There were no issues found with the device related to the event and it was returned to service. Per the facility medwatch report, the healthcare professional view of the broken or separated electrode wire was attributed to mechanical stresses from the pt's severe muscle contractions during repeated defibrillation attempts. Physio-control advised the customer that the quik-combo electrodes should be replaced after several discharges during use. Physio will not be evaluating the removed electrodes since it was disposed by the customer as a bio-hazard following the incident.

Event description:
It was reported that during an open heart surgery, several attempts to deliver a 200 joule defibrillation energy to a pt in a ventricular fibrillation rhythm (vf) with a lifepak 20 device and quik-combo (qc) defibrillation electrode pads was not successful. The end users following attempts with the internal paddles were successful and the pt was converted. However, while attempting to close the pt's chest, he converted into vf and was shocked several times using the qc defibrillation electrode pads until the device alarmed that the pads were not securely connected. Inspection of the electrodes found that the lead-wire had separated from the left-side pad, and there was a 5cm long blister under the wire on the pt's left flank near the armpit with a charred region around it. The electrodes were replaced and following more defibrillations, the pt was recovered and sent from the operating room to the critical care unit where the blistered area was treated. The reporter informed that the pt was shocked between 20-30 times during the event. However, the exact amount is unk. The pt survived the event and was eventually discharged from the hospital. It was reported that the skin injury was granulating by the time the pt was sent home.